Manufacturer narrative:
(B)(4). D10: concomitant devices - unknown persona tibial component catalog#: ni, lot#: ni, unknown persona femoral component catalog#: ni, lot#: ni. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface to address instability. Attempts have been made, and no further information has been provided.